Event description:
An implant card received on (B)(6) 2012 indicated that this vns pt underwent lead reivsion due to a lead discontinuity. Follow-up showed that high impedance was seen during routine diagnostics. X-rays were taken, and a lead break was identified. (X-rays have not been received for review.) The lead was removed in pieces, and the surgeon suspected that this was the result of patient manipulation. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device failure is likely but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, additional information was received indicating that the lead break was due to patient manipulation. The generator was working properly after the new lead was implanted. The explanted lead was not returned; however, an image of available lead portion showed that the lead inside the tubing was twisted and coiled. One x-ray image was provided, but due to poor quality, no assessment could be made. Attempts for additional information have been unsuccessful.